Manufacturer narrative:
The t:slim user guide states that the pump uses the settings in your currently active profile to calculate the delivery of basal insulin, food boluses and correction boluses based on your target bg and to check your t:slim pump¿s personal settings to ensure that they are correct. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the contact thought that the pump was calculating an incorrect correction bolus. The customer's blood glucose (bg) level ranged between 271-353 mg/dl with a trace amount of ketones. Tandem technical support reviewed the pump t:connect data. It was found that the target bg value had been inadvertently entered into the pump incorrectly and the pump was found to have been operating as expected. The contact was to adjust the settings.